Event description:
Attorney report: in 2006- patient underwent surgery to repair and abdominal wall incarcerated ventral incisional hernia. A [composix] kugel patch was used to repair the defect. As result of using the hernia patch, patient was caused to sustain severe and permanent personal injuries, pain, suffering and emotional distress.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.